Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose increased to 400 mg/dl due to a bent infusion set cannula. The insulin pump alarmed no delivery. The patient treated via manual insulin injection and his blood glucose decreased to 349 mg/dl by the time of call. The caller was advised on proper infusion set insertion and usage protocol. The patient was advised to change his infusion set. The insulin pump was not returned for analysis.